Event description:
We received a report that following the implantation of a intraocular lens a corneal graft was being planned. No other information was provided. In follow up it was learned that during the implantation the trailing haptic had twisted and was not in the correct position when unfolding. This caused ''wound extension'' and slight damage to the cornea. Apparently, a secondary procedure, described as ''a correction was made on the corneal matrix'' was performed.

Manufacturer narrative:
(B)(4): the manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.